Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was received critical pump error with open book image on the screen. The customer¿s blood glucose was 17 mmol/l. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to verify critical pump error due to blank display.